Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011.

Event description:
Health professional reported after injection with two syringes of juvederm ultra xc in the "forehead lines" the pt experienced an infection at the injection site. The pt has received treatment with minocyline from a physician other than the injector, arthrotabs and prednisone from a primary care physician, and an unk antibiotic from a hospital emergency room. The two syringes the pt was treated with are from two different lots. See mw# 3005113652-2011-00052 for related report.